Event description:
Unomedical reference number: (B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient that infusion set cannula was bent during use. Patient symptoms were noticed within 3 or more hours after insertion. The event occurred within 13 hours of use. The blood glucose level was 13mmol/l at the time of use. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.